Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the needle tines were bent. A 3.0cm x 15cm leveen? Superslim? Needle electrode was selected for use in a liver ablation procedure. During preparation outside the patient upon unpacking the device, it was observed that the umbrella array was deformed. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following the procedure was stable.